Event description:
The product was not clinically applied. Reportedly, the shaft of the instrument was broken when the surgeon removed the device from the package.

Manufacturer narrative:
12/31/1997-supplement #1 sent to FDA. Device not available for evaluation.